Event description:
It was reported the screen goes on and off and is not insync with the stylus pen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 229047 analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the display is intermittent due to the interpose printed circuit board assembly. Analysis also found the power cord bay assembly latch is broken and the power supply fan is noisy.